Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 131.7 cm from the top of the connector to the break. The second piece measured approximately 184.1 cm from the break and included the entire distal tip. The distal tip was noted as damaged, likely as a result of handling. Examination under magnification reveals that the fiber tip is cracked but fully intact. Functional analysis reveals that when the fiber was connected to the lumenis laser console, the "attach fiber" message disappeared indicating that the fiber was recognized by the console. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformance in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was used for an unknown procedure performed on (B)(6) 2018. Reportedly, a p120 console was used. According to the complainant, during the procedure, there was an error message on the fiber. The procedure was completed with another flexiva ID 200 laser fiber. There were no patent complications reported as a result of this procedure. Thi event has been deemed a reportable event based on the investigation results, fiber tip damaged.